Manufacturer narrative:
Although the date of birth is unknown; it was noted that the patient was over 18 years old.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated that the patient was seen on (B)(6) 2008 for wound check and the physician reported it to be clean and dry. The patient was last seen on (B)(6) 2008 for soreness, and was noted as having less urgency. The physician stated that there was no leakage at this time. The patient was scheduled for a 6 week follow up appointment after (B)(6) 2008; however, the patient canceled and did not reschedule. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.